Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and the patient. The patient said their stimulation was turning off even after charging. The patient did mention that sometimes they noticed the ins was in the red when the stimulation turned off and they would see 'recharging needs attention'. Technical services (ts) reviewed that therapy is no longer available after a certain threshold and the patient should monitor and keep a log of when the noticed the therapy turning off and what the ins and controller battery levels are. The rep noted the diary showed that half of the time the patient recharged fully to 100% and others they only charged for a few minutes. The diary showed that on (B)(6), the patient started at 30% and charged for 30 min and got to 50%. The diary did not show that the device was shutting off. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) and a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the therapy was turning on and off by itself. The rep reported that the patient could adjust rate and pulse width and had the therapy settings at 550 microseconds, 80 hz, 12.0 ma, 6, 11, 12, and 13 were the active electrodes and it was covering the pain. The rep reported that cycling was off. The patient claimed that stimulation was turning off on its own and then it would turn back on again. The rep reviewed the stimulation usage graph. The rep reported that there were several pink square data points on the stimulation usage that indicated that stimulation was depleting to 0% and turning off. The rep provided the following impedance values: ref 6 11 730 12 750 13 780 ref 11 12 810 13 800. The rep retested impedances and provided a second set of values: ref 6 11 740 12 750 13 780 ref 11 12 810 13 800. The patient provider conflicting information about when the turning on and off began; initially it as the past couple of day and the it was also over the past couple of weeks. The patient reported that the stimulation turned off for a moment and then back on while the rep was reviewing information from the clinician tablet. The patient also reported that sometimes stimulation bothers him at night, so he turned stimulation off, other times the stimulation helped him sleep. It was reviewed that the stimulation on and off sounded more like a perception change and the information that could be tested on the device looked appropriate. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2020-04-14. It was reported the patient¿s weight was (B)(6). The cause of the stimulation turning on and off by itself seemed to be caused by positional changes. Adjustments were made to positional width. At the end of the programming session the stimulation stayed on. No further complications were reported/anticipated.